Event description:
During a radiofrequency ablation procedure, the pressure value was not displayed and cracks /fractures were noted in the catheter. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported fracture. When the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical signal properties. However, no contact force was available, and a thermocouple signal loss error message was displayed, consistent with the reported contact force issue. Further investigation determined the deformable body thermocouple (tc2) read as an open circuit during electrical testing and was fractured at the location of the break in the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.